Event description:
It was reported that the pt was not able to have hearing sensations with his device. The device was explanted in 2009.

Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer for evaluation. When available, a device analysis will be submitted as follow up report.